Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary pli# 10 product ID# d224drg. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2001. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased. It was reported that the patient died approximately 11 days post implant of the ICD. The cause of death was reported as cardiac arrest.